Event description:
It was reported that during a gastrectomy procedure that at the beginning, they could not use it. They realized the little piece for perforating the tissue was broken. They had to use a new device to complete the procedure. There was no adverse pt consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.